Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the patient injected too much insulin because the blood glucose monitor did not detect the test strip insertion in the morning on (B)(6) 2026. The blood glucose monitor was unavailable for use. The patient lost consciousness at an unknown time due to too much insulin being injected. The time and amount of insulin taken was not provided. The paramedics were contacted and the patient received treatment. The type of treatment provided to the patient was not provided. The paramedics helped with regaining consciousness. The patient was not transported to the hospital. The last time the patient was successfully able to use the blood glucose monitor was on (B)(6) 2026. The blood glucose result was not provided.